Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-01632, 1627487-2018-01634: the patient's has two scs systems. This report is related to their cervical scs system. It was reported the patient¿s scs system was explant due to an infection. The site of the infection and date of explant are unknown.